Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was unknown at the time of incident. Customer was assisted with troubleshooting. Customer stated the insulin pump did not alarm no delivery. Customer states the insulin did not exit. The device will not be returned for analysis.